Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and that the usb port had to be "wiggled" for the cable to properly fit into the charging port in order to charge the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting so no additional information could be gathered.